Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had leaks past both of the o rings in the reservoir. Customer's blood glucose level at the time 300mg/dl. No additional information was provided.